Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic resection of a rectum cancer, the subject device was used. The ptfe pad of the 1st tb-0535fc was deformed. Although he exchanged it with the 2nd tb-0535fc and continued the procedure, he felt a slight discomfort. He withdrew the device from the surgical field, and confirmed that the probe of it had a crack. When the user touched the probe, it broke off. The procedure was completed with another similar device. There was no pt injury reported. This is the 2nd of two reports.

Manufacturer narrative:
The subject device was returned to osmc for eval. This MDR is regarding the 1st device of the reported two defected devices. The eval confirmed that the ptfe pad of the device was partially separated. The mfg history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and separated from the grasping section. Considering the eval result of the subject device, omsc concluded that the separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut. The instruction manual of the subject device already cautions; do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based on the finding of the eval, this report appears to be related to user handling. This report is one of the two reports. Cross reference MFR. Report number 8010047-2015-00265.